Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 309 mg/dl. The customer delivered boluses with the pump. A system check performed with tandem technical support indicated that the pump was operating as expected. The customer stated that they had been under stress and was unsure if elevated bg level was related to stress.